Event description:
It was reported that there was an event of right ventricular (rv) lead noise and lead insulation damage. The lead was capped in surgery and successfully replaced on (B)(6) 2025. The patient was noted a stable.

Event description:
New information received states that the noise on the lead was over sensed.